Event description:
It was reported that during a device check an attempt to reprogram device sensitivity was made however the option was unable to be selected. It was also noted that half of the screen was discolored. It appeared as though there may be damage to the screen. No adverse patient effects were reported. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the discolored screen appearance was confirmed. The touchscreen was tested for functionality and calibration; it was found at times the touchscreen would not respond. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. No error or fault codes were recorded in the programmer's logfile.

Event description:
It was reported that during a device check an attempt to reprogram device sensitivity was made however the option was unable to be selected. It was also noted that half of the screen was discolored. It appeared as though there may be damage to the screen. No adverse patient effects were reported. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the discolored screen appearance was confirmed. The touchscreen was tested for functionality and calibration; it was found at times the touchscreen would not respond. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. No error or fault codes were recorded in the programmer's logfile.